Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that it did not work for them and they had to self catharized.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.